Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a recurrence of bluetooth telemetry loss. It was further indicated that the device was previously in telemetry lockout. No intervention was performed. There were no patient consequences.